Event description:
Patient reported to have undergone total hip arthroplasty on (B)(6), 2006. A revision was performed on (B)(6), 2011 due to alleged pain and clicking. Review of invoice history confirmed procedure dates. During revision, the modular head, taper adapter and femoral stem were removed and replaced. Patient reports the cup was well fixed and remains implanted. This report is based upon allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "postoperative bone fracture and pain." The user facility was notified of the event. Should the user facility submit a medwatch report or additional information, biomet will forward a supplemental report to the FDA. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-00594).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2013-00592 & 05533).

Event description:
It was reported a patient enrolled in a clinical study underwent a total left hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2011 due to a loose acetabular cup and femoral component. The modular head, taper adapter and femoral stem were removed and replaced.